Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 1 year and 5 months post implant of a 29mm sapien 3 valve, the patient was admitted for congestive heart failure (chf). The physician states the patient will be operated on soon for a fistula between the pulmonary artery and the pulmonary vein caused by possible erosion. The echo showed mild pulmonic regurgitation and the prosthetic pulmonary valve is thickened with reduced mobility. No obvious vegetation on any valve. Per medical records review, the 1-year echo findings showed a left ventricle ejection fraction of 50-55%. No laa thrombus bioprosthetic prosthetic valve is above the expected range. There was no mobile mass but cannot exclude endocarditis due to abnormal thickening of valve. There is a probable fistula connecting the proximal ascending thoracic aorta to the main pulmonary artery with evidence of shunting from the aorta to the main pulmonary artery. The patient had a 4th re-do aortic valve replacement (avr) using 27mm ew konect pericardial bioprosthesis and root replacement with coronary artery implantation, re-do pulmonary valve replacement with 29mm homograft. The freestyle bioprosthesis and sapien valve were explanted.

Manufacturer narrative:
Update to h6; component code, impact code, device code, type of investigation, investigation findings, investigation conclusion. The sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. The complaints for regurgitation and leaflet motion restricted in patient were confirmed based on medical records provided. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, the 1-year echo findings showed a left ventricle ejection fraction of 50-55%. No laa thrombus bioprosthetic prosthetic valve is above the expected range. There is mild pulmonic regurgitation. No obvious vegetation on any valve. One of the leaflets of the prosthetic pulmonary valve is thickened with reduced mobility. No mobile mass but cannot exclude endocarditis due to abnormal thickening of valve. Per medical record, the patient has hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. And it may increase the risk of valve calcification leading to early valve degeneration or leaflet thickening. Which in this case, it is possible the leaflet thickening resulted in the restricted motion of the leaflet as reported. Due to thickening of leaflets or leaflet motion restricted, which could affect the proper function of leaflet or inadequate coaptation of leaflets resulting in regurgitation as reported. In this case, available information suggests that patient factors (hyperlipidemia, leaflet thickening) may have contributed to the complaint event. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. Per the instructions for use (IFU), arteriovenous (av) fistula is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Medical records provided and investigation results indicated a fistula between the ascending thoracic aorta and the main pulmonary artery. The patient had a freestyle root and pulmonary homograft and an aneurysm of ascending aorta which may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required